Manufacturer narrative:
Correction information was provided in d.4. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information was provided in d.9., e.1., h.3., h.6. And h.11. One opened express device was received in a plastic tray within a box for the reported issue of insertion and release failure on express delivery system (eds) occurred and tip of product was not spiked. No glaucoma filtration device (gfd) shunt was returned. The returned delivery system was visually inspected and was found to be nonconforming with the wire bent at the trigger location. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. No shunt was returned therefore the reported issue of the tip of the product was not spiked could not be determined and a root cause could not be determined. The returned delivery system was found to be nonconforming with the wire bent below the trigger; however, because the shunt was not returned how and why there was a release failure occurred could not be determined; therefore, a root cause could not be determined. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that during a glaucoma filtration device implantation, the insertion and release failure occurred during insertion and the tip of the product was not spiked. The surgeon took and used new device. The procedure was completed on same day. Additional information has been requested.